Manufacturer narrative:
Device passed self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. No display ramping on its own anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had down arrow was not working. No harm requiring medical intervention was reported. Customer stated that scroll bar was not moving with no input. Customer stated that keypad was unresponsive and arrow was not responding. Customer stated that insulin pump was neither dropped nor exposed to moisture. Troubleshooting was performed for keypad anomaly. Customer stated that block mode is inactive. Customer reported an alarm was not in progress at the time the button was unresponsive. The insulin pump will be returned for analysis.